Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio (device #1). The patient's attorney did not make any allegations regarding the implanted two (2) bard/davol composix l/p device. And the bard/davol phasix device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2009 and (B)(6) 2010. It is alleged that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1). It is also alleged that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol phasix. As alleged, the patient had unspecified injuries related to a defect in the ventrio (device #1) and underwent revision surgery on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventrio (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."